Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the emergency room with chest pain and syncope related to endocarditis. The device was checked and was performing normally. The patient was noted to have an infection and the system would need to be removed however the patient was pacemaker dependant and the date of explant was not yet scheduled. It appears the patient was again admitted one week later with worsening endocarditis. The patient's status was updated to dnr and the field representative was contacted to program tachy therapy off. The patient subsequently expired due to the infection. It was reported the device will not likely be returned. There was no reported performance allegations against the cardiac resynchronization therapy defibrillator (crt-d) system.